Manufacturer narrative:
The peritonitis occurred on an unspecified date (B)(6) 2021. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to a fungal infection. It was not reported if the patient hospitalized for the event. Treatment for this event was unknown. At the time of this report, the patient has recovered from the event and pd therapy was withdrawn. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined follow up.